Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
An article published on 03-jan-2022 titled "correlation between intraoperative and postoperative vaulting of the evo implantable collamer lens: a retrospective study of real-time observations of vaulting using the rescan 700 system"; aimed to investigate the factors associated with the actual vaulting after refractive evo icl surgery. It notes a part of the study out of 51 patient's; 2 eyes from two different patient's experienced low vaulting. It was later clarified that the lens implanted was a 12.6mm vicmo12.6; -10.00 diopter implantable collamer lens into the patient's right eye (od). The patient's last follow up visit was on 14-dec-2019 and the slit lamp examination showed the vault was 1/2 CT. Lens remains implanted.